Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for a different lens model one month later. Hyperopia was the clinical reason reported for the iol exchange.